Manufacturer narrative:
Eval: method - the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. The investigation determined that the AED's usage history record indicates that the 9-volt active status indicator (asi) battery was fully depleted on (B)(6) 2008 after providing warning indications (blinking red led and "chirping" alert) for nearly a month. Consequently, no automated self-tests were performed for the 32 months preceding the attempted rescue effort, during which time, the rescue battery became low. However, the 9-volt battery pack was not replaced and the device remained in service. For the rescue attempt on (B)(6) 2011, shocks were aborted due to a low battery condition. There was a failure to service/maintain the device according to manufacturer recommendations.

Event description:
On (B)(6) 2011, it was reported that during a rescue attempt, a device was used and when it was powered on, it would then power off. A second defibrillator was applied to the pt and the pt was reported to have survived.